Manufacturer narrative:
If implanted, give date: (B)(6) 2011. Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-05154. (B)(4) study. It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2011, a 2.75mm x 8mm and 2.5mm x 32mm taxus liberte paclitaxel-eluting coronary stent was implanted in mid left anterior descending (lad) artery and in distal lad respectively. In (B)(6) 2012, the patient presented due to unstable angina and coronary angiography was performed. The next day the index procedure was performed. The target lesion was a restenotic lesion of previously placed 2.75 x 8 mm taxus stent liberte stent located in the mid lad with 80% stenosis and was 5mm long with a reference vessel diameter of 3.0mm. Also, there was a restenosis of a previously placed 2.5 mm x 32 mm taxus liberte stent in the distal lad. The lesions were treated with pre-dilatation and placement of a 3.0mm x 12 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin.